Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 5 mm amplatzer duct occluder was selected for implant. During deployment, a "cobra-shaped" deformation was noted. The device was removed from patient and another 5 mm amplatzer duct occluder was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.